Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein ipg was relocated to a new pocket site. No infection or device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient had constant pain at the pocket site. It was stated that upon physical examination the generator had protruded and there was tenderness at the site. The physician confirmed that the pain was not device or procedure related. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient had constant pain at the pocket site. It was stated that upon physical examination the generator had protruded and there was tenderness at the site. The physician confirmed that the pain was not device or procedure related. The patient will undergo a revision procedure wherein the ipg will be relocated.